Event description:
A biomed reported to olympus, the evis exera iii bronchovideoscope when plugged into processor there was no picture. The event occurred during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no image due to invasion of fluid at the scope connector and body control unit. In addition, the plug unit was damaged. The insertion tube had multiple buckles. Leakage at the bending section cover and biopsy channel. The body control unit was corroded. The chip verified no data transmission. The bending section cover was torn. Adhesive at bending section cover was chipping and lifting. Conduction failed between distal end and connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no video image was that water leaked and invaded the device while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred. The event can be prevented by following the instructions for use which state: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.